Manufacturer narrative:
Evaluation: results: four trial cables were returned. As received, all of the rjrt connectors on the cables were cracked. When functionally tested, the cables passed continuity on all channels. However, when the pt scenario was recreated with a lab lead, the cavity cables had loose connections and the lead could be easily pulled from the cavities despite being locked. This is consistent with the observations made in the field and likely caused the "open circuit" error. Since there is no lower specification for the lead retention force, the reported complaint cannot be determined due to inadequate product specification. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ((B)(6)) trial leads would not stay connected to the trial cables resulting in an open circuit error message. Despite its proper connection, the leads continued to pull out from the trial cables. New trial cables were used to complete the trial.